Event description:
It was reported back on (B)(6) 2010, that there was a critical alarm, and the patient was experiencing symptoms of withdrawal. The patient complained of flu like symptoms, spasms, and headache. The patient reported the pump was "beeping and making all kinds of noise." And that he 'didn't feel too good." When the healthcare provider was contacted regarding patients complaints, provider indicated that patient had not missed a refill. It was later reported on (B)(6) 2011, that interrogation confirmed a critical alarm due to a zero ml reservoir volume reached. Concerns were discussed with reporter, regarding the pump running dry for extended period of time. Later on (B)(6) 2011, a healthcare provider reported that the patient's pump had been dry as the patient was unable to gain transportation for pump management. Patient at that time stated that "he did not experience any significant withdrawal symptoms." The plan at that time in (B)(6) 2011 was for the patient to work with pump management provider that was more accessible for the patient going forward. It was then reported on (B)(6) 2012 that the patient contacted an additional provider with an alarming pump. The reporter stated the patient had the most recent pump implanted in 2009, and had only had the pump "refilled about 5 times," due to the previously reported pump management accessibility issue the patient had due to transportation and proximity to providers. The patient stated that "the pump had been alarming and dry for approximately 2 years." At that time in (B)(6), it was reported that past withdrawal symptoms were minimal, and other than becoming a little bit stiffer, there were no other withdrawal symptoms. In (B)(6), the patient did have the pump refilled by the new provider. Healthcare provider did access the cap and was able to draw back csf after some time of aspirating. The reservoir was accessed and aspirated, and there was no drug in the pump. The pump was then filled with baclofen. The historical printout had indicated the patient was previously on 500 mcg/ml of baclofen, at 224mcg/day. The provider in (B)(6) filled the pump with 20 ml of 500 mcg/ml concentration and started the patient's dose at 50mcg/day, with no bolus dose. The patient was going to continue with that healthcare provider for pump management on (B)(6) 2012 it was reported that the patient had the same previous alarm, symptom and pump management issues with previous pumps dating back to 2003, due to the same accessibility challenges. The pump logs were provided at that time in (B)(6) which confirmed that empty reservoir at the (B)(6) fill date, and the critical alarm. The reporter stated that following the (B)(6) medication fill, the patient was "feeling better, getting benefit, muscles limber, and had less tone, with no overdose or under dose symptoms." The patient started to feel relief in about 3 days after refill, about as expected. The medication in the pump was baclofen.

Manufacturer narrative:
Product ID 8840, serial# unknown, product type programmer, physician; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter; product ID 8590-1, lot# n225537, implanted: (B)(6) 2009, product type accessory; product ID 8578, lot# n173747005, implanted: (B)(6) 2009, product type accessory. (B)(4).